Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the physician noted atrial lead noise. The lead was checked via x-ray and tested with isometrics and the noise could not be reproduced,. The physician elected to leave the lead implanted. The patient was in good condition post surgery.